Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedance, noise, oversensing, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was determined to have fractured. Blood/body fluid was found on the inner tubing, which also appeared to be kinked/buckled. The outer tubing overlay appeared melted and was breached cut. The outer insulation exhibited a cosmetic depression, and all insulators were breached cut. The defib conductor appeared to have been distorted. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix.